Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer noticed that the expiratory valve test failed. He replaced the breathing control printed circuit board (pcb) which resolved the problem. The ventilator passed pre-use check and was cleared for clinical use. No parts were returned. Evaluation of received device logs confirms that the pressure transducer test sequence failed on the expiratory valve test. There are several high priority alarms for high airway pressure but also high respiratory rate and low peep in the logs. High airway pressure may for example be caused by a kinked or otherwise blocked tubing, while the other alarms may indicate leakage. There are no technical error codes in the technical log. A malfunctioning expiratory valve section may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that the reported pressure transducer test failure could be confirmed in received device logs. As no part was returned, the root cause could not be determined.

Event description:
Manufacturer ref. #:(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).